Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced left sided breast pain, and paresthesia and right sided rupture post procedure. Patient complained of pain and tingling in left breast. As a result, patient underwent bilateral removal and replacement with a 800cc mentor memorygel left breast implant and a 750cc mentor memorygel right breast implant on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: paresthesia and breast pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, paresthesia, breast pain. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast reconstruction surgery with a 700cc mentor memorygel breast implant experienced left sided breast pain, rupture and paresthesia post procedure. Patient complained of pain and tingling in left breast. As a result, patient has a planned explantation on (B)(6) 2021.